Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic procedure the video system center telescope's tip burned the patient tissues while device was inside the patient. The procedure was complete with a competitor device. There were no reports of patient harm.

Event description:
It was reported that during a therapeutic procedure the video system center telescope's tip was too hot. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected field: e1 first name, e1 last name, b5. The device was not returned to olympus, it was inspected by third party and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.